Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported a device was discarded/destroyed due to being "damaged during closing" for an unknown side. Surgery was completed with a backup device. Device was not implanted.